Event description:
The customer reported that the system was unable to perform fluoroscopy. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on workstation power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.